Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located within an unknown stent. Pre dilation with a 4.0x8 nc quantum apex along with successful implant of an unspecified stent was completed. The 15mm x 4.00mm nc quantum apex balloon catheter was selected for post dilation. The balloon was inflated to 18 atms. On the second inflation the balloon was inflated to 8 atms, and a rupture occurred. The balloon catheter was removed intact and the post dilation was completed with a 4.0x8 nc quantum apex balloon catheter. No patient complications were reported, and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual, microscopic and functional analysis of the returned nc quantum apex device revealed blood and contrast were present throughout the inflation lumen. Functional testing was performed on the received device with an inflation device, and found that the device did not continually hold pressure. Microscopic inspection of the balloon identified a pinhole with what appeared to be a drag mark distal of the pinhole on the distal end of the balloon and parallel with the distal markerband. Inspection of the balloon presented no irregularities in the balloon material and the ro markers that could have contributed to the damage. Tip damage was found. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located within an unknown stent. Pre dilation with a 4.0x8 nc quantum apex along with successful implant of an unspecified stent was completed. The 15mm x 4.00mm nc quantum apex balloon catheter was selected for post dilation. The balloon was inflated to 18 atms. On the second inflation the balloon was inflated to 8 atms, and a rupture occurred. The balloon catheter was removed intact and the post dilation was completed with a 4.0x8 nc quantum apex balloon catheter. No patient complications were reported, and the patient's status is good.